Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the light turned off and the illuminator would not turn back on. The technical support engineer (tse) reviewed the system logs and found communication faults pointing to the illuminator. The customer reported that they were grasping a needle at the time of the event. The tse suggested to use a third party endoscope as a light source, and the surgeon used a third party endoscope for light and was able to place the needle down. The site was able to remove instruments successfully. The tse walked the customer through two power cycles and cycle the vision side cart (vsc) circuit breaker, and they received error 297 pointing to the illuminator with both power cycles. The tse suggested to set up a third party light source (illuminator). The tse explained the impact of using the third party light source and walked the customer through the process of setting it up. The customer reported that they had light and were able to retrieve the needle. The customer also informed the tse that they were continuing with the case, and there was no patient harm. The procedure was completed as planned with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The illuminator was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The illuminator was installed on an in-house printed circuit assembly (pca) system, unable to turn on the illuminator and error 48238 occurs in error log. Root cause of this failure is attributed to component failure.